Event description:
Hospital personnel responded to a pt described as in cardiac arrest. According to the reporter, twice, when the device was used to defibrillate the pt, it appeared to charge abnormally before discharging. Following what the reporter described as a lengthy code, the pt was transported to coronary care unit where the device was used a third time to defibrillate, but according to the reporter, the device alarmed, displayed a low battery message on the screen, and would not transfer energy to the pt. A backup defibrillator was immediately called for and used, but the pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending clinician's assessment of the pt's viability and the immediate availability and use of a back up defibrillator/monitor.